Event description:
It was reported the target lesion was located at the bifurcation of the circumflex (cx) and the 1st obtuse marginal (om1). A whisper guide wire was placed in the cx and an allstar guide wire was placed in the om1. The lesion was pre-dilated with an unspecified balloon and a 2.75 x 16 mm non-abbott stent was implanted across the bifurcation. During stent implantation, the allstar guide wire was jailed in the om1 underneath the non-abbott stent and the guide wire was unable to be retracted. Force was applied to retract the guide wire and during retraction of the guide wire, the non-abbott stent became elongated and was subsequently explanted. The stent was removed from the anatomy on the guide wire. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. The procedure was concluded. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Guide wire: whisper. Stent: 2.75 x 16 mm promus element. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. It should be noted the hi-torque guide wire instructions for use states: consider that if a secondary wire is placed in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is additional risk that the secondary wire may become entrapped between the vessel wall and the stent. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. As the guide wire was jailed beneath the stent, any attempts to retract the device in this entrapped condition would cause resistance and subsequently damaging the deployed stent during retraction.